Manufacturer narrative:
Device evaluation summary: one smiths medical medfusion pump was returned for analysis. Visual inspection of the pump found the pump to be in good condition with no appearance of any physical damage. Review of device history log found force sensor test error in the log. Functional testing included power up process and force sensor test. During power up, force sensor test error was found. It was also found that the reading of force sensor was out of specification. Customer stated issue was able to be duplicated. Problem source was identified as normal wearing off as the pump was 3 years old.

Event description:
Information received indicating that smiths medical medfusion 3500 pump's force sensor failed. It was reported that the reported event did not occur while in use a patient.